Event description:
Customer's mother reported via phone call that customer experienced keypad anomaly. It was reported that the up arrow button was malfunctioning. Customer's blood glucose was 234 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened and creased button dome switch. No unexpected numbers ramping or scrolling during our testing. The insulin pump has minor scratched lcd window and cracked reservoir tube lip.